Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/27/2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: review of the black box data reveals records beginning on 03-01-2017; records from the date of the complaint had been overwritten due to continuous patient use. The data available in the black box did not show any valid loss of prime events. On investigation, product analysis attempted to exercise the pump; however, testing was not able to be completed due to low battery warnings and replace battery alarms occurring. These alarms occurred due to moisture ingress, which has been reported on medwatch report# 2531779-2017-02356 on 09 mar 2017.